Manufacturer narrative:
At the date of the present report, the unit has not been returned to the manufacturer facilities for investigation. Sorin group (B)(4) manufactures the bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during priming, the clinician noticed that the bcd vanguard was pulling in air from the top of the device. There was no patient involvement. The investigation is on going. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during priming, the clinician noticed that the bcd vanguard was pulling in air from the top of the device. There was no patient involvement.

Manufacturer narrative:
Date returned to manufacturer: 10/23/2015. Sorin group (B)(4) manufactures the bcd vanguard blood cardioplegia system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during priming, the clinician noticed that the bcd vanguard was pulling in air from the top of the device. There was no patient involvement. The complained device was returned to sorin group (B)(4) for evaluation. Visual inspection found no defects or abnormalities. During functional testing, the customer's report that the vanguard pulled air into the device was confirmed. The unit began to intake air (deprime) when the inlet tubing was unclamped, indicating that the umbrella valve was not working properly. Based on the evaluation of the returned device, sorin group (B)(4) has concluded that the reported issue was mostly likely the result of an imperfectly seated umbrella valve caused by mechanical stress. Sorin group (B)(4) has opened a CAPA to investigate this problem.